Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the inner coat peeling was not determined.

Event description:
Medtronic received a report that they inserted guidepost as dac in st7fr guiding catheter. When phenom 17 was inserted into the guidepost, it slipped poorly and there was a sense of resistance. At the same time, there was resistance when the guide wire was inserted into phenom 17. Resistance occurred in the shaft center of the catheter. When the product was replaced with another company's product, the procedure was completed without any problems. There were no symptoms reported. The device was prepared as indicated in the package insert and the catheter was flushed as indicated in the IFU. The patient was being treated for cerebral aneurysm coil embolization. Vessel tortuosity was normal. Access vessel was "ba-top" with a diameter of 2.8 mm. Additional information was received that the cause of the resistance was not determined but it was speculated that the cause is peeling off the inner layer coating.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.